Event description:
It was reported by the customer that on (B)(6) 2010, the fiber tip was damaged and there was a decrease in vaporization at 39,576 joules. No pt injury was reported. The device was not returned for evaluation.